Event description:
It was reported that during surgery the skin graft mesher was found broken. There was no harm, no delay reported. At product evaluation investigation the device was found to have a damaged comb. No adverse events were reported as a result of this malfunction. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.